Manufacturer narrative:
The filter set was not returned; the customer reported the filter was full of clotted blood, therefore we could not perform a device analysis. Based on the info available to us, it appears very likely that the recurring filter clotting resulted from the fact that the pt was not receiving an anticoagulant during the treatment.

Event description:
During the treatment of a pt over a two day period, four filters clotted off and had to be replaced. Each time, the blood from the extracorporeal circuit was not returned to the pt, resulting in a total estimated blood loss of 608 ml. This occurred in the transplant ICU where they do not use post-filter replacement fluids nor did they use an anticoagulant during treatment. The pt was transfused with blood following the loss of each circuit, there was no other medical intervention and the pt's overall status did not change.